Manufacturer narrative:
The device was received for evaluation. A batch review revealed no issues that could have caused or contributed to the reported issue. Visual inspection was performed and revealed smeared silicon along one side of the valve body. The inside of the primary packaging was also smeared. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing process issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix valve set had lubricant on it. This was discovered upon removal from the package. There was no patient involvement. No additional information is available.